Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges black dust coming out of air duct, filters turning black. The device was returned and black contaminants in airpath, blower, blower box observed during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges black dust coming out of air duct, filters turning black. The device was returned and black contaminants in airpath, blower, blower box observed during device evaluation. There was no allegation of harm or injury.